Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please attach photos/pictures to this file for the quality issue with vicryl suture 3-0 as reported. Product code for the vicryl suture 3-0? Lot # ? Was the suture removed from a brand-new box or was this issue discovered after the box had been previously opened and sitting in the storeroom or other location prior to use? Was the package not properly sealed? Was the integrity of the seal compromised in any way? Was the box noticed to have been tampered with? Any sample available to be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure in the emergency area, when the doctor opened the suture packaging, a different type suture was in the package. The suture was not used on the patient. There were no adverse patient consequences. Additional information has been requested.